Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that when the sheath was in the left atrium, the backflow started, so the dilator and guidewire was removed and aspiration flush was performed. No air was observed in side the sheath when the dilator was removed from the sheath. However air and leak was noted form the hemostatic valve. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. It was confirmed via gfe that no damage was noted to the catheter or the sheath. No fluid leak or blood was noted nor air was seen in the patient. Terumo pump was used with a flow rate of 25 ml/h. Air was noted on the clear sheath sections. Air was entering the system even though the three-way stopcock had been turned off prior to catheter insertion. This was likely due to air entering via the hemostatic valve.

Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath found the external valve torn which compromised the valves' ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. Device history record (DHR) review: the DHR for (B)(6) was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was performed referencing an inadequate valve seal. The maximum severity associated with this event is a 2 based on the information provided within the event description, as additional intervention (sheath replacement) was required to complete the procedure. Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The "cause traced to device design" conclusion code was selected for the allegation of "visible air/bubbles" as analysis found the external valve torn, resulting in the occurrence of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that when the sheath was in the left atrium, the backflow started, so the dilator and guidewire was removed and aspiration flush was performed. No air was observed inside the sheath when the dilator was removed from the sheath. However, air and leak were noted from the hemostatic valve. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.